Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 1000060000-2023-8003 the sample has not been returned to the manufacturer for evaluation. Therefore, the results of the investigation are still pending.

Event description:
PICC (peripherally inserted central catheter) pump alarming high pressure. When assessing the PICC it was noted that the haf was leaking at the stopcock and below the filter. Rn (registered nurse) was unable to obtain a blood return. PICC was discontinued by rn and the catheter was noted to be clotted.

Event description:
PICC (peripherally inserted central catheter) pump alarming high pressure. When assessing the PICC it was noted that the haf was leaking at the stopcock and below the filter. Rn (registered nurse) was unable to obtain a blood return. PICC was discontinued by rn and the catheter was noted to be clotted.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). We received one used catheter as a sample. We received a 20 cm catheter as a sample. The returned sample showed that the catheter was shortened by approximately the 6 cm marking. A needle-free connection was connected to the ll-hub and a 12 ml syringe with heparin was connected to the needle-free connection system. To test whether the catheter was clotted, we flushed the catheter with a 10 ml syringe filled with water. The catheter was flushable without any problems and did not show any defects. Regarding blood aspiration, there is a statement in the product IFU: "this catheter is not suitable for blood aspiration." Ignoring this warning may result in a clogged catheter. A review of the batch history records for 8125183 and 8138681 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force of catheter components is randomly checked. Incoming goods inspections and visual tests after packaging are conducted with no exceptions found. There is one further complaint for batch 8125183, four further complaints for batch 8138681, and one further complaint regarding problems with blood reflux on code (B)(4) within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: based on vygon germany's investigation, no defects were found in the returned sample. Therefore, no further corrective action initiated by quality management at this time.

Event description:
PICC (peripherally inserted central catheter) pump alarming high pressure. When assessing the PICC it was noted that the haf was leaking at the stopcock and below the filter. Rn (registered nurse) was unable to obtain a blood return. PICC was discontinued by rn and the catheter was noted to be clotted.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.